Event description:
It was reported the programmer would not start up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis did not confirm the reported event. The touchscreen (overlay) was found to be broken. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.